Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter safety mechanism failed to shield the needle properly. The following information was provided by the initial reporter: "the vps safety shield came to the center of the stylet when the staff pulled the stylet out of cannula."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter safety mechanism failed to shield the needle properly. The following information was provided by the initial reporter: "the vps safety shield came to the center of the stylet when the staff pulled the stylet out of cannula."